Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The reason for call was caller reported patient is in the hospital with unpleasant paresthesia since 2 days ago. Patient has burning sensation in the legs. Also paralysis in the low extremity 3-4 days ago. MRI looked fine and patient turned therapy off for an MRI, but symptoms are still there with therapy off. Hcp also mentioned that patient has not responded to therapy for quite some time, at least months. Hcp would like mdt rep to come and check patient's implant and perhaps reprogram patient. Patient is thinking of electively removing the implant but hcp wanted to check the system and reprogram before abandoning the scs implant. The caller was not with the patient. The caller was redirected to nas to page mdt rep.